Event description:
The pump and catheter were explanted and returned to the manufacturer with no information or reason for explant. Additional information received, indicated the low battery alarm had sounded on the pump. The catheter had recoiled out of the subarachnoid space. A replacement/revision of both the pump and catheter was performed. The drug used in the pump was morphine sulfate and bupivacaine at 7 mg/day. The pt experienced no symptoms. The pt is doing well with pain control following the replacement.

Manufacturer narrative:
Both the pump and catheter were returned for analysis. Final device analysis results of the pump revealed - no anomaly found - normal device function. The catheter was received in two pieces: a 4.9 cm straight pump connector and small catheter segment; and a 64.9 cm distal end of catheter. The catheter failed testing, due to a hole caused by the pin connector. Results: used for catheter (model 8709, lot #j10911r29).